Event description:
Same case as MDR ID: 2134265-2014-08157, 2134265-2014-08159, 2134265-2015-02903, 2134265-2015-02904, 2134265-2015-02905. (B)(4). It was reported that st elevation myocardial infarction (stemi) and stent thrombosis (st) occurred. In (B)(6) 2011, the patient presented due to angina and was referred for cardiac catheterization. The right coronary artery (rca) was treated with placement of 5 overlapping stents. A 3.5 x 15 mm promus element¿ plus stent deployed in ostium of rca, 3.0 x 32 mm and 3.0 x 38 mm promus element¿ plus stents deployed in mid rca, 3.0 x 38 mm promus element¿ plus stent deployed in distal rca and 2.25 x 28 mm ion stent deployed in proximal right posterior descending artery (r-pda). Following post-dilatation residual stenosis was 0%. In (B)(6) 2012, the patient presented due to unstable angina and mi. Cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion #1 was a de novo lesion located in first obtuse marginal (om1) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement using a 2.5 x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion long lesion located in mid left anterior descending (lad) artery extending to distal lad with 70% stenosis and was 34 mm long with a reference vessel diameter of 2.75 mm. It was treated with direct stent placement using a 2.75 x 38 mm promus element¿ plus stent . Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to severe chest discomfort with nausea, dyspnea and diaphoresis. The patient was diagnosed with stemi and was hospitalized. Cardiac enzymes were elevated and electrocardiogram (ECG) showed inferior mi. Coronary angiography was performed and revealed patent stents in proximal and mid lad, 90% isr of the previously placed study stent located in om1 and stent thrombosis of the previously placed 3.0 x 32 mm and 3.0 x 38 mm promus element¿ plus stents in mid rca, 3.0 x 38 mm promus element¿ plus stent in distal rca and 2.25 x 28 mm ion stent in proximal r-pda. The 90% isr in omi was treated with balloon angioplasty and placement of a 2.75 x 38 mm promus element¿ plus drug eluting stent. Follow up angiography revealed additional small filling defect at the end of the stented segment and was treated with additional angioplasty resulting in 0% residual stenosis. Angioplasty was also performed of the mid rca and r-pda with 0% residual stenosis. Two days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).